Manufacturer narrative:
Patient information was unavailable from the site. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed. They performed a battery system checkout and charging verification as described in imaging system advanced service manual. The system was working as intended. The performed 2d and 3d shots, the system performed without any issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that a red battery indicator pop-up was seen and that there was issues booting the system up fully. The system was plugged in all night. It was used for two cases back to back and on the second spin the battery indicator popped-up. There was less than an hour delay in the case. No impact on patient outcome. Additional information was received stating that the manufacturer representative (rep) was on site and found the system powered on . It was beeping and not fully charged . The logs showed multiple repeated shots for 5 minute intervals. Also it passed the monthly fluor cal. The rep performed troubleshooting on the system. There were 5 volts present on power. The battery voltages are within specs and all charging was per the battery stack checker. They did not get to shoot x-rays as no room was made available. They discussed the issues with the site and recommended that the system stay plugged in at all times regardless of where it is used. The site believes it is not always plugged in the same outlet within the or.